Event description:
Procedure type: prostatectomy. According to the reporter, the endocatch was not intact and plastic pieces from the bag were spread in the pt. The specimen had to be taken out without any specimen bag. Several plastic pieces were picked up with a grasper. The surgeon believed that all pieces were retrieved.

Manufacturer narrative:
(B)(4).